Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was hospitalized with a high blood glucose of 515 mg/dl, as well as hyperthyroid. The patient also stated that the cannula was bent when the infusion set was removed. The patient has lost a lot of weight, and may be using the wrong infusion set for his body type. Suggested a different infusion set for the patient. Nothing further was reported.